Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was used for a diagnosis procedure which was delayed for ten minutes and completed by changing the application from bios. Carto ep to cardiac. The philips remote service engineer (rse) inspected the system remotely and did not confirm that the exposure was not possible. On review of the system log files, rse found the reported issue was customer's operation error and not device malfunction. Rse found that the exposure was not possible as the customer does not have injector ready. Customer changed the application from "bios. Carto ep" to "cardiac" and injector control state changed. After that system was working fine. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue was due to user error. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that, system could not do fluoro. System was in clinical use. No harm has been reported to philips.